Event description:
It was reported that an electrogram (egm) review was requested for the pacemaker system. Oversensed noise with pacing inhibition was observed with at least one pause slightly greater than two seconds. It was also noted that there was a slight decline in rv pace impedance measurements, which technical services (ts) noted may be indicative of insulation breakdown. It was mentioned that both leads were implanted in 2005. Ts discussed programming options and recommended further lead evaluation. The pacemaker system remains implanted. No additional adverse patient effects were reported. Additional information received reported that this right ventricular (rv) lead was explanted and replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).